Event description:
Siemens was notified on (B)(6) 2012 that lap carina sim software moves isocenter from dosimetrist plan to a different position when re-scanning. There is no report of mistreatment or injury to a pt. This reported issue occurred in (B)(6).

Manufacturer narrative:
Siemens became aware of the reported occurrence on (B)(4) 2012 and this MDR is being mailed on (B)(4) 2012. Siemens has forwarded this reported issue to lap for investigation as siemens' preliminary investigation reveals that the issue is with the lap carina sim. Siemens will submit a supplemental report to the FDA if further info/investigation results are received, and/or corrective action is taken. Customer address: (B)(6).